Event description:
Vomiting, dehydration, kidneys closing down, turning yellow. Information was received in 2003 from a patient, with history of a hernia and colon cancer nineteen years ago who reported vomiting, dehydration, kidneys closing down and turning yellow coincident with the administraion of synvisc injection. In 2003 the patient was administered their first synvisc injection in the right knee. Approximately 24 hours after receiving the synvisc injection the patient experienced vomiting. The patient was given medication (unknown type) for their symptoms of vomiting by their physician, although the medication did not help. The patient went to the emergency room due to continued vomiting. The patient was then hospitalized for vomiting, dehydration, kidney closing down and turning yellow. The physician thought they had a touch of the flu. The patient was x-rayed for a possible intestinal blockage, although the patient reported that the x-ray was negative. The pt also underwent a cat scan, and nothing was found. In 2003 the patient was released from the hospital. The patient is scheduled to receive the remaining two synvisc injection beginning in 2003. The physician administering the synvisc injections was not informed by the patient of the events of vomiting, dehydration, kidneys closing down and turning yellow. The patient reports that this was their first series of synvisc injections or similar viscosupplemments and has no allergies to avian products, eggs or latex. At the time of this report the patient's outcome is unknown.